Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Infusion set site was changed. Correction bolus, manual injection and water was consumed to address bg. Pump system check with tandem technical support found no device issues. Recommendation was made for the customer to discuss the event with a healthcare provider.